Event description:
The pump was moved to accommodate the pt's urological surgery. The pt recovered without sequela. The drug being administered via the pump was unk.

Event description:
It was later reported the drug in the pump was lioresal (2000 mcg/ml at 324.5 mcg/day).

Manufacturer narrative:
(B)(4).